Event description:
A patient known to have a (B)(6) generated non-reactive results of (B)(6). The patient generated a (B)(6)on the ortho method and was (B)(6) on the rapid spot test method. The patient had previously tested reactive (B)(6) on the axsym in (B)(6)r 2011. There was no report of impact to patient management.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were sticking, intermittently unresponsive and required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the "ok","down" and "up" keys responded intermittently. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast","down" and "up" contact button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.